Manufacturer narrative:
The investigation into the reported access site bleeding and infection has been completed since the original report was filed. The root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation. No product was returned. The root cause of the infection/sepsis issue was patient condition related, as there was severe infection and hematoma observed and the relationship to impella is unknown. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 48-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a hematoma at their impella access site during pump support. It was documented that distention was noted at the patient's neck and, despite blood products being given, the patient's hemoglobin levels were dropping. Further inspection identified a large infected hematoma at the impella pocket. The patient was taken to the operating room where the pump was removed and the hematoma was evacuated. Vancomycin was given to the patient to treat the infection. The patient was stable following the event.